Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 490 mg/dl at the time of incident and the current blood glucose level was 270 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported of high blood glucose level. Customer did not experience any symptoms related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer was alleging possible insulin pump under delivery. Customer stated that the drive support cap appears normal. The insulin pump will not be returned for analysis.